Event description:
A report from the user facility reported "during use, the capsule guard tore in the capsule". Additional info: the instrument tore the patient's capsule during viscoelastic removal behind the crystalens. A vitrectomy was necessary (anterior and pars plana). On the day of surgery, the surgeon said, the capsule would have torn with an I/a, so they did not keep the capsule guard. Later, he viewed the video of the case and realized that the capsule guard metal tip had poked through the silicone sleeve.

Manufacturer narrative:
The facility noted the device will not be returned for evaluation. A supplemental report will be filed should additional info become available for investigation.